Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. No further repair info is available. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system's fluoroscopic images could not be found. No pt injury was reported.